Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The set was connected by hand to laboratory transfer set and connection leak tested with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred in 2016. (B)(6). The device was returned and an evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a disconnect y-set did not connect tightly with a transfer set. This event occurred during use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.